Event description:
Patient's medical history included forgetfulness, weakness, bleeding on arms, diagnosed with diabetes about 25 years ago and was taking insulin. The patient received the following concomitant medications: alprazolam, meprobamate and insulin glargine for unknown indications. The patient took insulin lispro (humalog) 14 iu three times daily, subcutaneously via a humapen ergo (unknown lot), beginning on an unspecified date in 2003. The humapen ergo was broken on an unkown date a few weeks prior to initial report. On an unknown date, period to onset unknown, patient experienced elevated blood sugar level and became confused. She was hospitalized to psychiatry in 2009. Her blood sugar level was almost 30mmol/l. The events of elevated blood sugar level and confused state were reported as serious, due to hospitalisation. She was transferred to another department and she continued to receive insulin lispro. She spent three days in hospital and returned home on an unspecified date in the same month, with a blood sugar level of 10mmol/l. She was sent back to psychiatry outpatient clinic as well. Patient was recovering from the elevated blood sugar level, but the outcome of the confused state was not reported. Action taken for the insulin lispro was unknown. The operator of the device was unknown and it was unknown if the operator of the device was a trained user. It was unknown how long the patient used the device. The return of the device was not anticipated.

Event description:
This device case, reported by a patient via a complaint assistant, concerns a female patient of unknown origin. Patient's medical history included forgetfulness, weakness, bleeding on arms, hypertension, diagnosed with diabetes about 25 years ago and was taking insulin. The patient received the following concomitant medications: alprazolam, meprobamate and insulin glargine for unknown indications. The patient took insulin lispro (humalog) 14 iu three times daily, subcutaneously via a humapen ergo unknown pen body type (unknown lot), beginning on an unspecified date in 2003. The humapen ergo was broken on an unknown date a few weeks prior to initial report, the patient was still using the broken device at the time of events. On an unknown date, period to onset unknown, patient experienced elevated blood sugar level and became confused. She was hospitalized in 2009. Her blood sugar level was almost 30mmol/l. The events of elevated blood sugar level and confused state were reported as serious due to hospitalisation. She was transferred to another department and she continued to receive insulin lispro. She spent three days in hospital and returned home on an unspecified date in the same month, with a blood sugar level of 10mmol/l. She was sent back to outpatient clinic as well. The patient complained the device was "useless" and wanted to be sent a new one as she did not want to visit her general practitioner as she did not like him. Patient was recovering from the elevated blood sugar level, but the outcome of the confused state was not reported. Action taken for the insulin lispro was unknown. The patient was the operator of the device and she was trained by the physician on the device usage. The patient had used the device for more than three years. The return of the device was not anticipated. Update 10-nov-2009: additional information received from initial reporter and quality assurance on 05-nov-2009. Added patient's history of hypertension. Patient was the trained user of the device and length of time the patient had used the device. Relevant fields and narrative updated. Update 26-nov-2009; additional information received 19-nov-2009 and 24-nov-2009 processed together.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a customer reported experiencing hypoglycemia while using an ergo device. The customer did not return the complaint device nor report the batch number to the manufacturer. Consequently a detailed investigation on the complaint device was not possible. Malfunction unknown. There is evidence of improper use. The user reported using the broken device. The user manual advises customers against using their device if any part of it appears broken or damaged. Using a broken device can result in an underdose.